Manufacturer narrative:
Event date: exact date unknown, event occurred about six months ago. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 7078608.

Event description:
It was reported that the patient had a lead explant procedure due to an unknown reason.

Manufacturer narrative:
Sc-2218-70 (sn: (B)(6). The returned leads were analyzed, passed all test performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient had a lead explant procedure due to an unknown reason.